Event description:
It was reported that during the procedure, the console had low power (20w). An error message displayed, the console overheated and stopped emitting the laser. The procedure was completed with this device. There were no patient complications.

Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer's site. During functional evaluation of the console, the reported low power was confirmed. The fse found that the cpu board was damaged and replaced it, restoring console's functionality. The malfunction found could have affected the device performance leading to the event experienced by the customer.

Event description:
It was reported that during the procedure, the console had low power (20w). An error message displayed, the console overheated and stopped emitting the laser. The procedure was completed with this device. There were no patient complications.